Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had not utilized the implant for approximately five years. In (B)(6) 2025, he returned to the clinic to resume its use. The user is scheduled to undergo explantation and re-implantation surgery in the coming weeks.

Event description:
The user had not utilized the implant for approximately five years. In (B)(6) 2025, he returned to the clinic to resume its use. The user is scheduled to undergo re-implantation surgery, but no date has been received.

Manufacturer narrative:
Additional information: according to the information received from the field re-implantation is planned due to a post-operative migration of the active electrode as confirmed by diagnostic imaging. Re-implantation is considered but no date has been scheduled yet.